Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: one spike connector attached with an infusion bag was provided to our quality team for investigation. Functional testing was performed and verified a leakage where the spike is inserted into the infusion bag, no leakage between the connector bonded onto the spike occurred. Further evaluation identified the stopper of the IV bag was cracked, resulting in the leak observed. A device history review was performed for reported lot 2312211, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this incident. Retained samples of the reported lot were used for additional evaluation. All product was inspected, no damage was observed on any of the devices. Functional testing was performed, no leakage occurred. Based on our quality team's investigation, no failure or root cause related to our product was identified. The leak was a result of a crack in the infusion bag. Complaints received for this device and the reported condition will be monitored by our quality team for signs of emerging trends.

Manufacturer narrative:
(B)(4) follow up MDR for corrected device evaluation: correction: following submission of device evaluation, it was identified the incorrect sample was inspected. Investigation updated to reflect correct product involved and associated findings. Corrected device evaluation: one spike connector was provided to our quality team for investigation. Functional testing was performed, passing liquid through a syringe and injector attached to the spike connector. No leakage between the connector bonded onto the spike or any of the connections occurred. A device history review was performed for reported lot 2312211, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this incident. Retained samples of the reported lot were used for additional evaluation. All product was inspected, no damage was observed on any of the devices. Functional testing was performed, no leakage occurred. Based on our quality team's investigation, no failure or root cause related to our product was identified. It is important to ensure the spike is fully inserted into the IV bag before use. Complaints received for this device and the reported condition will be monitored by our quality team for signs of emerging trends.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
This is a complaint about liquid leaked out from the connection site during administration. It was reported that while administering 5% 250ml tz + irinotecan, liquid leaked out from the connection site. The nurse checked the connection site, but there was no change, so they replaced it with a different one and resumed administration. After the replacement, there was no leakage of liquid. There are no external damages such as cracks, but the nurse requested us to check it out.